Event description:
Second revision surgery - first revision on (B) (6) 2009, to replace tibial insert. Surgeon wanted to irrigate knee again and noticed loosening of the tibial and femoral implants and decided to remove implants completely and place an antibiotic cement spacer.